Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric wedge resection, the handle could not be opened after installing the reload. There was no patient injury.